Event description:
Emergency med svcs personnel were treating a pt and reportedly observed a momentary blanking of the device's monitor display when the chart recorder was initially turned on. An examination of the chart recording demonstrated a coincident section of artifact occurring with the blanking of the monitor display. There were no adverse effects to the pt as a result of the reported event.